Manufacturer narrative:
Manufacturer's investigation review: the reported event of the system controller¿s right-side green pump led flickering upon pressing the navigation button was confirmed, as this behavior was observed to occur on the returned system controller (serial number (B)(6). The controller was functionally tested and operated a mock loop as intended despite the flickering led. A log file was extracted from the controller during testing; however, the pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events regarding the controller¿s flickering led were observed. The system controller¿s membrane and top housing were opened and inspected at a component level under a microscope. All components within the membrane, and the ribbon cable + top housing connector combination which connects the main pcb to the navigation button, appeared unremarkable. Electric measurements were made across the membrane pcb, and no atypical measurements were observed. Multiple test ribbon cables connecting the main pcb to the top housing connector were connected; however, the issue persisted. The controller¿s top housing was replaced with a new component, resolving the issue and narrowing down the issue to the controller¿s membrane pcb/top housing. The ribbon cable connection was reversed, and the left-side led flickered upon this connection being reversed, making the top housing connector suspect, as different leds flickering would occur due to a poor connection between the ribbon cable and the connector. A steady amount of heat was applied to the top housing connector and to the membrane pcb; further atypical events were unable to be reproduced after this step. Both green pump leds remained on and steady after this step when the navigation button was pressed multiple times. The root cause of the reported event appeared to have been damage to the membrane pcb/top housing connector; however, the root cause of this damage was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to and resolve alarms that sound from their system controller, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the arrow from the pump running symbol on the system controller was flickering while pressing the display button. The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.